Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrent pelvic prolapse and urinary incontinence, urinary retention, atrophic vaginitis, heavy discharge with bad odor, bleeding, urinary retention, urinary tract infection, intrinsic sphincter dysfunction, rectocele, cystocele, left flank pain, pelvic pain, abdominal pain, and bladder pain. It was also reported that the plaintiff allegedly experienced dyspareunia, vaginal scarring, organ perforation, emotional distress, and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR report #: 2183959-2014-51009. Related to MFR report #: 2183959-2014-49169. Related to MFR report #: 2183959-2014-51002. Related to MFR report #: 2183959-2014-51104. Related to MFR report #: 2183959-2014-51146.

Manufacturer narrative:
(B)(4).